Event description:
Caller reported experiencing a cgm (continuous glucose monitor) error 42 with their g6sensor. Despite the reported issue, there was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to perform a complete pump reset and assisted them through the process. After the reset, the pump did not display the cgm error code again, and the caller was able to successfully start a new sensor session.